Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer was trying to program a bolus and noticed that the numbers kept scrolling continuously. Customer's blood glucose was 202 mg/dl. Customer stated that she was pushing the up and down arrow buttons. Customer stated that when she presses the esc button, it slows down a bit but it still continues to scroll uncontrollably. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.